Manufacturer narrative:
Product was reported to have been disposed; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use: 1.ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2.carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4.insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5.carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6.remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7.advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B.the safari2 guidewire is pulled back completely into the catheter. C.the safari2 guidewire may then be withdrawn from the catheter. At the time of this report there is no known relationship between the safari2 guidewire and the adverse event; therefore, this medwatch report is being filed as a good faith measure. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: patient present at time of event?: yes. Patient complications: dissection,edema/swelling. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: the patient had an aneurysm in the origin of the left subclavia that presented dissection while the delivery system was crossing the aortic arch. Medical or surgical interventions: a neuro interventionist scrub in to occlude the dissection with coils. The patient was stable and the procedure could keep going. Patient admitted to hospital beyond the standard of care: no. Patient outcome: fully recovered.

Manufacturer narrative:
This follow up medwatch report is to account for the additional information received. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. As indicated in the device instructions for use warnings: · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. The image provided appears consistent with the additional information reporting that the guidewire kinked during the procedure; however, an exact location of the kink cannot be determined by the image. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Additional information received on april 12, 2023: question: it was noted that the dissection was observed while the delivery system was crossing the aortic arch. Was there concern that the delivery system caused the dissection? Answer: yes, the dissection was cause by the delivery system cause the safari kinked and then the delivery system went to the left subclavian artery. Question: what brand was the delivery system (was it an accurate device)? Answer: it was an accurate device. It was during the tavi with accurate neo2 question: this complaint was submitted under the safari2 guidewire. Was it observed/confirmed that the safari2 caused the dissection? Answer: the safari did not cause the dissection by itself. But due the kinking, the ds went in a wrong direction. Question: in the physician's opinion, was there any relationship between the safari2 guidewire and the dissection/adverse event? Answer: yes, but the physician is conscious that he advanced the ds quite "fast" while he was not completely observing the full aortic arch. Question: in the physician's opinion, was there any malfunction related to the safari2 guidewire? Answer: no question: was the aneurysm present prior to the procedure? Answer: yes, prior the procedure. In the CT was observed but it was not expected that it would be a complication related to it. Question: was there any damage noted to the safari2 guidewire prior to or after use? Answer: yes, after the use. Prior was in excellent conditions. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: other devices used during the procedure: ·accurate delivery system neo2 used with the first valve: ·accurate delivery system neo2 used with the second valve: ·valve neo2 implanted in the abdominal aorta: ·valve neo2 implanted in the native aortic valve: isleeve: ·there were coils used and other catheters for the neuro intervention to close the dissection, but I do not have any data about it. Question: listing and model of other devices in use at the time the dissection occurred, include the model, brand name, sizes, etc. Answer: the devices used during the dissection were. ·accurate delivery system neo2 used with the first valve: ·valve neo2 implanted in the abdominal aorta: ·isleeve: question: was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: no, the safari was inserted correctly but it was kinked when the delivery system was advanced by the aortic arch. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: yes. The problem was that the ds was advanced too fast by the safari wire question: did the end user monitor the safari2 wire position throughout the procedure for proper placement of the curve and distal tip? Answer: yes question: was there any resistance noted during advancing the safari2 guidewire? Answer: no, the resistance was when the ds was being advanced. The physician was observing a part of the aortic arch but advanced too fast the ds and the wire with the ds went to the subclavian left artery. Question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: yes question: did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: yes a second valve was needed cause the safari guidewire was kinked during the advance of the catheter. Second valve was implanted successfully, and patient outcome was good. Additional information received on april 24, 2023: question: is it known at what point the safari2 kinked? Answer: the safari was kinked when the delivery system was crossing the aortic arch question: what is believed to have caused the safari2 to kink? Answer: the safari went to the left subclavia that had an aneurysm and the delivery system push the safari against the artery and kinked. Question: what is the location of the kink on the safari2? Answer: in the middle of the safari. Question: it was noted that the first accurate neo2 valve was implanted in the abdominal aorta. Can you provide a timeline/details surrounding this? Answer: yes, it was implanted in the abdominal aorta. As soon as the dissection in the left subclavian was controlled by a neurointervensionist. Question: was the first accurate neo2 valve ectopically implanted because of the dissection? Answer: it was implanted in the abdominal aorta cause it was impossible to cross the kinked safari. So we have to deployed the valve in abdominal aorta in order to change the safari. Question: was the safari2 guidewire removed prior to implanting the second valve? Answer: yes, it was removed prior to implant the second valve question: what guidewire was used to implant the second valve? Answer: a new safari question: it was noted that bav was performed. Answer: yes a bav was performed question: can you confirm balloon size answer: it was a 22mm balloon semi-compliant question: was bav performed over the safari2 guidewire? Answer: yes question: if so, was there any resistance noted during the bav procedure while advancing the balloon catheter over the safari2 guidewire? Answer: no. There wasn't any resistance. The safari kinked when the delivery system was being advanced through the aortic arch. Question: was there any damage noted to the safari2 guidewire during or after the bav procedure? Answer: no question: how was the delivery system removed from the patient? Answer: pulled back through the vasculature